Event description:
On 5/13 simple mastectomy with surgical repair - bilateral breast expanders, allergan 133 mv 300 cc. About 17 days later, admitted to healthcare facility with breast cellulitis and treated with antibiotics.